Manufacturer narrative:
Siemens healthineers is currently conducting a comprehensive investigation into the reported event. As the investigation is ongoing, the root cause has not yet been identified. A supplemental report will be provided as soon as additional information becomes available.

Event description:
On november 24, 2025, siemens healthineers was notified of a technical issue involving a somatom x.cite CT system located in the united states. The customer reported that the system¿s patient table was ¿moving on its own without any buttons being pressed.¿ at this time, there have been no reports of adverse health effects related to this issue. We are submitting this report out of an abundance of caution.

Manufacturer narrative:
Siemens has not yet completed the investigation of the reported event. As this event is still under investigation, the root cause has not yet been determined. A supplemental report will be submitted as soon as additional relevant information becomes available. A final report will be provided upon completion of the investigation.